Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2012, the subject presented due to unstable angina (braunwald class-iiib). Cardiac catheterization was recommended which revealed a 90% stenosed de novo lesion located in the mid-left anterior descending artery (lad). The lesion was 30 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and stent placement using a 2.25 x 32 mm ion us coa stent with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel two days later. In (B)(6) 2012, the subject was hospitalized and coronary angiography revealed stenosis in the lad. The stenosis was proximal and distal to the stented lesion. The subject was referred for cardiac catheterization which revealed 95% stenosis located in the long lesion located in the proximal to distal lad. The stenosis was treated with balloon angioplasty and placement of a drug eluting stent with 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged the following day.

Event description:
It was further reported that the study stent is patent and the stenosis was proximal and distal to the stent. The previously reported restenosis was not related to the study stent.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).